Event description:
The customer complained about having an issue on the tango where all of the reactions for back types are coming up positive. The customer stated that the back types and the front types are not matching up properly and that the tango was calling a1 and b cells as 4+ for all patients that they have run on the analyzer. Back types have odd reactions when they were expected to be negative. Customer stated that this issue began after running a clotted cord sample. The customer was recommended to perform a decontamination run. Quality controls after decontamination clean ran w/o errors. It seems most likely to be the case that the clotted sample mentioned by the customer adversely influenced the following back type reactions. Since the back types did not match the corresponding front type reactions, tango optimo is providing a "?" Instead of a well defined final result. This function displays a safety feature of the system, so there never was a serious threat for the patient. The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.

Manufacturer narrative:
This is our combined initial and final report for this incident